Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site. There was no report of leaks noted during preparation for use, further suggesting that the rupture likely occurred as a result of interaction with the lesion site. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. The difficulty encountered removing the foxcross through the introducer is likely the result of the balloon material hanging up on the introducer after rupture. As a result, it was reported that a portion of the balloon and radiopaque marker separated and remains in the iliac. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the balloon rupture could not be determined; however, the difficulty removing, separation of the balloon material and balloon material left in the iliac appear to be the result of the ruptured balloon material interacting with the introducer during removal. Overall, there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that the procedure was to treat a severe proximal septal stenosis of the jugular axe. During inflation of the foxcross, the balloon ruptured at 12 atmospheres. As it was not possible to retrieve the balloon through the introducer, it was removed coaxially with the introducer. Upon removal, the balloon was observed to have separated in two pieces. A new sheath was placed and a foreign body was noted in the iliac vein that appeared to be a radiopaque marker of the balloon. The separated portion was not removed. A CT scan was performed of the chest. The procedure was completed. The patient was reported to be asymptomatic. No additional information was provided.